Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a lumbar fusion on an unknown date and a topical skin adhesive was used. One week post-op, the patient was noted to have 2 red areas near the incision. The patient was started on antibiotics as the surgeon was concerned about a possible infection. The patient was to be seen 1 week later for follow up. Additional information has been requested.